Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 3.5x15mm, eccentric, de novo target lesion was located in a moderately tortuous, moderately calcified, artery. When the 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation, significant resistance was encountered. Upon inflation at 6 bars, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.